Event description:
It was reported that the user experienced hyperglycemia after a self-described larger-than-usual dinner consisting of thai food, fried fish, and noodles. The user obtained a fingerstick blood glucose of 346 mg/dl and sustained high readings for approximately two and a half hours, reaching a high of 400 mg/dl. Outcomes included no hospitalization, no emergency care, and no reported injury. Investigation included technical support review and user education regarding meal announcement and the potential conservativeness of the dinner meal algorithm for users who do not routinely eat dinner. Investigation of this case revealed use conditions involving a larger meal and a probable mismatch between meal insulin delivery and carbohydrate/fat content, with continued hyperglycemia over several hours. It was concluded that the device functioned as designed and that the event was consistent with hyperglycemia of unclear cause in the context of meal variability and user-specific algorithm settings.